Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (371-418 mg/dl) and ketones were present. The cause was not known. The pump supplies had been changed. An insulin injection, correction bolus and a temporary basal rate was set to address the high bg. A pump system check was performed and no issues were identified with the pump. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.